Event description:
Two jackson pratt drains were placed for an ileal conduit procedure. One jp drain broke off while the urologist was attempting to remove it post-op. Part of the tubing remained inside the pt. Pt returned to surgery the following day for removal of the retained jp drain. Pt transferred from surgical floor to ICU in 2002 because of deterioration of medical condition, unrelated to the retained jp drain, and remains hospitalized. Cause of breakage of jp drain is unknonw.